Manufacturer narrative:
Correction - g3 - date received by manufacturer - should have been 05 aug 2021 not 09 aug 2021 as previously reported.

Event description:
New information received noted, the lead was oversensing noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Device interrogation showed that the right ventricular (rv) lead exhibited noise. As the patient was pacemaker dependent, the physician opted to cap and replace the lead on (B)(6) 2021. The patient was stable before and after the procedure.